Event description:
"The stent broke into pieces inside the pt. There was stone formation on the stent however the stent was already in pieces before he tried to remove3 it. The stent was inserted in 2006 and removed five months later. The bottom half of the stent was removed easily-nil resistance. Ureteroscopy revealed the remainder of the stent to be multiple pieces, these pieces were then removed with a basket."

Manufacturer narrative:
Ten segments of a stent were rec'd noting all pieces had some degree of encrustation. Discoloration was noted inside and outside the stent. The first segment was of the proximal curl and 13cm of the body. The second segment was straight and measured 4.6cm. The third and fourth segments were straight and measured 2cm each. The fifth segment was straight measuring 1cm along with the sixth segment was straight and measured 1.1cm. The last four segments were of the distal curl. No cracking was noted around the sideports however each separation occurred at a sideport. The proper dept have been notified of this occurrence and an internal corrective/preventative action is currently underway to seak a root cause. As stated in the caution section of the info booklet; individual variations of interaction between stents and the urinary system are unpredictable. Prior to distribution, all stents are 100% inspected to ensure device integrity. The distributor has been contacted to obtain further info. If any further info would become available, it will be forwarded to the proper authorities.